Event description:
It was reported that the touchscreen became unresponsive. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.